Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while advancing the clip delivery system (cds) through the steerable guide catheter (sgc), cds got stuck in the sgc in-between the radiopaque tip ring of the sgc and the radiopaque ring at the distal tip of the cds. While removing cds from the sgc, clip arm became slightly caught on the tip of the sgc. Cds was removed from the patient. Both cds and sgc was replaced and the procedure was continued successfully. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.